Event description:
It was reported that the ilet bionic pancreas displayed a persistent alert code 60 related to bluetooth communication despite multiple restarts and adequate battery level, and a replacement was arranged. Symptoms included no reported adverse health effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed a communication malfunction consistent with a device-level bluetooth connectivity fault. It was concluded that the event was related to device malfunction without patient injury and that a replacement device was appropriate to restore therapy continuity.